Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a company representative (rep) indicated that the pump was being sent back for analysis. The pump was delivering compounded baclofen. The event date was around (B)(6)-2015. It was believed that the patient experienced baclofen overdose/suspected overinfusion and the pump and catheter were explanted on (B)(6) 2015. The patient recovered without sequelae.

Event description:
Additional information was received from a company representative and it was reported that the patient's pump only ever had gablofen in it; it had not delivered compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for use was intractable spasticity. On 17-sep-2015 it was reported that on (B)(6) 2015 there was a 4 cc pump volume discrepancy. On (B)(6) 2015 there was a 5 cc discrepancy and this past week there was a 6 cc discrepancy. On (B)(6) 2015, the hcp did a dye study and found that within 30 hours the pump had overinfused when checking volumes. The patient was obtunded in the hospital. Since then, the patient had woken up and they were planning to wean the patient down and remove the pump. This reporter was not aware of the patient using any new heat therapies or anything like that and did not believe the volume discrepancies were related to a pocket fill or programming error. On 02-oct-2015 additional information was received from an hcp via a company representative and it was reported that the baclofen used in the pump was gablofen (concentration and dose unknown by this reporter). The dye study found that the catheter was patent. The cause of the overinfusion/volume discrepancies was undetermined. T he pump was being continually decreased while oral baclofen was being increased until the intrathecal amount delivered was insignificant and the pump could be removed.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿no anomaly¿. As received the pump had fluid in reservoir and left running in simple continuous infusion mode. Pump logs gathered with no anomalies found. Pump passed dispense accuracy testing. Note: infusion history indicates flex dosing was used until (B)(6) 2015. On (B)(6) 2015 the pump was updated to simple continuous infusion (based on last known concentration of 2000 mcg/ml the dose was 196 mcg/day). The dose remained the same up until the dye study performed on (B)(6) 2015. After dye study a catheter prime and a dose increase was programmed, the dose increased from 196 mcg/day to 206 mcg/day based on a drug concentration of 2000 mcg/ml. The catheter prime was 16 minutes in duration then "rolled" into the 206 mcg/day dose. The 206 mcg/day dose duration was 48 hrs in duration before the pump was updated and the dose decreased to 137 mcg/day. A catheter dye study cannot diagnose that a pump has over infused. A catheter dye study can diagnose patency and catheter leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.